Event description:
The device was returned to factory service for an aha update. When tested it was found to shock at 150 joules instead of 200 joules.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device was in welch allyn factory service for an aha update when the device was found to shock at 150 joules when 200 joules was selected. Trouble-shooting isolated the cause of the malfunction to a fractured solder joint on a surface mount transformer. The solder joint was re-soldered to restore device operation. The repaired device was returned to the customer after passing acceptance testing.